Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection showed scratches and dents on insulation. A gap was also noticed between the distal tip and the insulation. The insulation was tested with an insulation scan test and passed. However the rotating handle will be scrapped due to dents and the gap on the distal tip and on the insulation. Probable root causes could be user misuse, user excessive force, improper cleaning and sterilization and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the insulation has been compromised.